Event description:
(B)(6) home health registered nurse reported pump is beeping and stating "system timeout". Home health registered nurse attempted to replace batteries and did not work. Home health registered nurse is currently infusing via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liquid solution - 45gm. Gammagard liquid solution indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.